Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Imaging revealed both leads had migrated. As a result, the leads were explanted and replaced to address the issue.